Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07026. The pt rec'd four leads with two different lot numbers. It was reported one of the leads had migrated. Surgical intervention may be undertaken at a future date to address the migration. It was undetermined if the pt had stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.